Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic event during which his bg/cgm was 47/168 mg/dl. Pt was able to call paramedics himself who gave him some juice. Pt states that prior to his hypoglycemic episode, he had made insulin therapeutic adjustments based on his cgm values alone, against cgm¿s user¿s guide recommendations. At the time of his call to dexcom technical support, pt was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.